Event description:
On december 08, 2024, palette life sciences received a notification from a [physician] in australia. It was reported that "a very small amount of barrigel had entered the rectal wall near the apex. A barrigel reversal for this small section was performed on (B)(6) 2024 successfully."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
On december 08, 2024, palette life sciences received a notification from a [physician] in australia. It was reported that "a very small amount of barrigel had entered the rectall wall near the apex. A barrigel reversal for this small section was performed on (B)(6) 2024 successfully."

Manufacturer narrative:
(B)(4) other remarks: n/a corrected data: n/a